Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the original product mandrel, not engaged in the catheter, was received and a distal polymer shaft separation, numerous shaft kinks and a distal bumper tip detachment was observed. The bumper tip was adhered to the product mandrel. The od of the mandrel was measured and found to be within the product specification. Visual and microscopic examination of the product mandrel did not reveal any damage or defects which would have contributed to the removal difficulty. Visual and microscopic examination of the bumper tip material left on the product mandrel did not reveal any inherent material deficiencies that would have contributed to the material separation. Visual and microscopic examination of the material surrounding the distal polymer shaft separation did not reveal any inherent material deficiencies that would have contributed to the separation. Visual and microscopic examination of the material surrounding the kinks did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing records for top assembly batch 8667696 have been reviewed and no issues or discrepancies were found.the root cause of the difficulties experienced during the procedure could not be determined.

Event description:
Determined to be reportable based on the analysis completed on: 09/12/2006. It was reported that during a ptca treatment procedure, stylet removal difficulties were encountered. The 90% stenosed and calcified lesion was located in the non-tortuous mid left anterior descending (lad) artery. After the second dilation, the maverick2 monorail balloon was rewrapped outside the body by inserting the stylet into the wireport. The stylet failed to be removed from the lumen. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient status is reported as "good".